Manufacturer narrative:
H3: code "other" was selected as the medical device was discarded at facility. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H6: code d12: according to the gore® molding & occlusion balloon catheter instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: trauma to the vessel wall, including spasm, dissection, perforation, or rupture, arteriovenous fistula. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, the patient underwent an endovascular treatment of an abdominal aortic aneurysm and an iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis (trunk ipsilateral leg endoprosthesis) and gore® excluder® aaa endoprostheses. During the preparation of a contralateral leg endoprosthesis (plc271000j), a wire stuck at o ring and the wire didn¿t come out from the trailing end of the catheter of the contralateral leg endoprosthesis. The wire was able to be passed through the catheter, upon o ring was removed. After all devices were implanted, a final angiography revealed a distal type I endoleak from plc271000j. To resolve the distal type I endoleak, a touch-up was performed three times using gore® molding & occlusion balloon catheter. However, the distal type I endoleak was not resolved. Then, an arteriovenous fistula was observed in near the middle of plc271000j possibly due to the touch up ballooning. (There was no hole or tear in plc271000j.) The physician decided to implant an additional contralateral leg from plc271000j to the right external iliac artery with coil embolization of the right internal iliac artery because the distal type I endoleak remained and the arteriovenous fistula was developed. The additional contralateral leg endoprosthesis was implanted and the distal type I endoleak was resolved. After additional contralateral leg endoprosthesis was implanted, the blood flow into the venous was stopped.

Manufacturer narrative:
Emdr section h6, added codes d14 and removed d15 to reflect results of investigation.